Event description:
The following literature article was reviewed: finno, p., osorio, j., garcía-ruiz-de-gordejuela, a., casajoana, a., sorribas, m., admella, v., serrano, m., marchesini, j. B., ramos, a. C. And pujol-gebellí, j. (2020). 'Single versus double-anastomosis duodenal switch: single-site comparative cohort study in 440 consecutive patients', obesity surgery, 30, pp. 3309¿3316. This article evaluates two different type of bariatric procedures (duodenal switch (ds) and single-anastomosis ds with sleeve gastrectomy (sadi-s). A total of 440 patients participated in the study between may 2006 and december 2018. Complications included duodeno-ileal anastomotic / duodenal stump / and gastric leaks (total of 11 patients), 19 cases of hemoperitoneum, two 30-day mortality due to postoperative hemoperitoneum and duodeno-ileal anastomotic leaks. Two patients underwent revisional surgery, one due to chronic gastric fistula treated with esophagectomy and coloplasty reconstruction; and one enterocutaneous chronic fistula needing limited intestinal resection and anastomosis.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The mean age among the patients was reported to 49 years, majority of the patient were female. The date of incident is unknown. Therefore, the online publication date of the literature article is used as date of incident. Type of investigation codes: review of the manufacturing records could not be performed as a valid lot number was not provided. Engineering evaluation could not be performed as the device was not returned. Author of the literature article has been contacted in order to receive more information. No reply has been proved to date. Literature citation: obesity surgery, 30, pp. 3309¿3316. Per the instructions for use (IFU) for the gore® seamguard® bioabsorbable staple line reinforcement, possible adverse reactions may include, but are not limited to: adhesions, hematoma, infection, and inflammation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Author of the literature article has been contacted in order to receive more information. The author responded that all postoperative complications described in this paper had no relation at all with the gore® seamguard® bioabsorbable staple line reinforcement. Bleeding cases were from a trocar incision and a short vessel, not from the stapled line. And leaks were related with the actual anastomosis, which was done either with a circular stapler or manually, not in relation with the linear stapler. This event meets the specification of a non-reportable event, as there are no information linking the gore device to the outcomes in the literature. The report is therefore being retracted.